Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this issue, a field service engineer (fse) confirmed that the customer had resolved the issue by rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was failed to detect on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.